Manufacturer narrative:
Initial device evaluation:the returned hero venous outflow component was reviewed on 03/10/2014. The damage did not appear to be consistent with damage caused by an overinflated thrombectomy balloon. The damage appeared similar to damage that had been seen before when the nitanol has been repeatedly pinched by the first rib/clavicle. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
"Model number", corrected to 4001. According to the report, one of the surgeon's patients presented with a venous outflow component (voc) "fracture" by an unknown cause. Cryolife was provided with fluoroscopy images. The surgeon stated that the fracture did not seem to be associated with a 1st rib and clavicle compression. The fracture was noticed during a declot procedure. The surgeon does not know when the fracture occurred, but his best guess of the cause is that a non-compliant balloon that was larger than 5mm was used. Additional information was received. The original implant date was (B)(6) 2009 via the right axillary vein (which becomes the subclavian vein closer to the superior vena cava and heart. A revision of the eptfe graft portion was performed on (B)(6) 2014 and voc was explanted on (B)(6) 2014, 4.5 years post-implant. The returned venous outflow component was inspected in the biological safety cabinet. The methods of evaluation were the same for both reviews. An approximately 3cm long portion of the nitanol was damaged. The nitanol braid was broken. The damage occurred approximately 7.5-7.75 inches from the connector and approximately 7.5 inches from the marker band. The damage did not appear to be consistent with damage caused by an overinflated thrombectomy balloon. The damage appeared similar to damage that had been seen before when the nitanol has been repeatedly pinched by the first rib/clavicle. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The picture of the explanted voc shows what appears to be crush damage in the mid portion of the catheter. The defect appears to be the result of externa l compression rather than expansion from within. The nature of the defect is consistent with crush damage occurring between boney surfaces. Catheter damage caused by compression between the clavicle and first rib has been reported and precautions are noted in the hero graft instructions for use (IFU).

Event description:
According to the report, one of the surgeon's patients presented with a voc "fracture" by an unknown cause. Cryolife was provided with fluoroscopy images. The surgeon stated that the fracture did not seem to be associated with a 1st rib and clavicle compression. The fracture was noticed during a declot procedure. The surgeon does not know when the fracture occurred, but his best guess of the cause is that a non-compliant balloon that was larger than 5mm was used.

Manufacturer narrative:
According to the report, one of the surgeon's patients presented with a venous outflow component (voc) "fracture" by an unknown cause. Cryolife was provided with fluoroscopy images. The surgeon stated that the fracture did not seem to be associated with a 1st rib and clavicle compression. The fracture was noticed during a declot procedure. The surgeon does not know when the fracture occurred, but his best guess of the cause is that a non-compliant balloon that was larger than 5mm was used. Additional information was received. The original implant date was (B)(6) 2009 via the right axillary vein (which becomes the subclavian vein closer to the superior vena cava and heart. A revision of the eptfe graft portion was performed on (B)(6) and voc was explanted on (B)(6) 2014, 4.5 years post-implant. The returned venous outflow component was inspected in the biological safety cabinet. The methods of evaluation were the same for both reviews. An approximately 3cm long portion of the nitanol was damaged. The nitanol braid was broken. The damage occurred approximately 7.5-7.75 inches from the connector and approximately 7.5 inches from the marker band. The damage did not appear to be consistent with damage caused by an overinflated thrombectomy balloon. The damage appeared similar to damage that had been seen before when the nitanol has been repeatedly pinched by the first rib/clavicle. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The picture of the explanted voc shows what appears to be crush damage in the mid portion of the catheter. The defect appears to be the result of external compression rather than expansion from within. The nature of the defect is consistent with crush damage occurring between bony surfaces. Catheter damage caused by compression between the clavicle and first rib has been reported and precautions are noted in the hero graft instructions for use (IFU).

Event description:
According to the report, one of the surgeon's patients presented with a voc "fracture" by an unknown cause. Cryolife was provided with fluoroscopy images. The surgeon stated that the fracture did not seem to be associated with a 1st rib and clavicle compression. The fracture was noticed during a declot procedure. The surgeon does not know when the fracture occurred, but his best guess of the cause is that a non-compliant balloon that was larger than 5mm was used.

Event description:
According to the report, one of the surgeon's patients presented with a voc "fracture" by an unknown cause. Cryolife was provided with fluoroscopy images. The surgeon stated that the fracture did not seem to be associated with a 1st rib and clavicle compression. The fracture was noticed during a declot procedure. The surgeon does not know when the fracture occurred, but his best guess of the cause is that a non-compliant balloon that was larger than 5mm was used.